Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe was connected to the insufflation valve of the foley catheter that sent water to the retention balloon. But the water did not pass, the retention balloon was not insufflated. The syringe used was functional, the syringe did not fail, what failed was the valve or the insufflation balloon did not pass water, water cannot be extracted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the syringe was connected to the insufflation valve of the foley catheter that sent water to the retention balloon. But the water did not pass, the retention balloon was not insufflated. The syringe used was functional, the syringe did not fail, what failed was the valve or the insufflation balloon did not pass water, water cannot be extracted.